Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a 23 second heart beat pause with presyncope. A temporary lead was placed until the cause of the heart beat pause could be determined. The system was evaluated and the right ventricular (rv) lead had oversensing of noise with manipulation of the device in the pocket. The rv lead had high impedance. The lead was found to have a fracture. The lead was programmed off until lead revision. The lead was partially removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.